Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the monopolar energy was functioning intermittently. The tse guided the customer to check the screen status of the integrated electrosurgical unit (iesu) and grounding pad connection. The tse also suggested to use both monopolar ports and a new monopolar cable. The customer had completed all these troubleshooting steps and reported that the issue remained. The tse advised to use a third-party force triad generator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer tried three power cables, but the issue was not resolved. The procedure was completed using a disposable energy device. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported error was not confirmed nor replicated. In the system error logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and functioned as expected. The unit energized and cauterized and all ports recognized instruments. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues during testing. The erbe generator was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.